Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported that about a week ago, they started seeing a message on their handset on every program that said the system had reached capacity (system is operating at maximum settings) and that the capacity was at a frequency of 0. 4 ma which was so low they couldn't even feel the stimulation at that level. The patient stated they didn't think they had any falls or traumas that led to the event. Patient services reviewed the meaning of the message with the patient and redirected them to their managing health care provider to further address the issue and check the implanted system. Patient stated they would reach out to their managing health care provider (hcp).

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.